Manufacturer narrative:
(B)(4). Investigation summary: this is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a label that states psee60a product code, x94h5e lot number and 2025-02-28 expiration date. The second photo shows an echelon flex 60 device inside of a blister and along with a sales unit box. The device can be seen with the battery inserted, the closure trigger and anvil in opened position and with no apparent damage. Based on the photos reviewed, the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during the surgery, after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.